Manufacturer narrative:
A letter was sent to pt's counsel on (B)(4) 2012, in an attempt to obtain add'l info. No response has been received as of the date of this report.

Event description:
On (B)(6) 2012, camp scandinavia received a letter from legal counsel for the pt, alleging that on (B)(6) 2010, his client "was wearing her brace and using a cane," when "the toe off brace broke and she fell to the ground." The letter stated that the pt "felt immediate pain in her lower back, left leg, and left ankle," and was treated at the emergency room and "diagnosed with a high ankle sprain and lumbar strain." The letter further states that the pt continues to have "pain in her legs, foot and back." Medical records provided by legal counsel for the pt confirmed only an initial diagnosis of ankle sprain, however, and include no report of a complaint about back pain. The medical records further indicate that the pt underwent an MRI scan on (B)(6) 2011 and was informed that she "does not have a lumbar fracture or any other disk herniations." The treating physician recorded that the pt "may have an annular tear at l5-s1," but that "most of her symptoms appear to be related to her ms and not to lumbar pathology."